Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm on (B)(6) 2020.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s spouse stated that the while the patient was sitting, watching television, the patient was low and administered glucagon. Emergency medical services (ems) was called and it was reported the cgm value was 4.8 mmol/l; however, the patient¿s bg was 1.6 mg/dl. It was unknown if the bg was taken prior to calling ems or taken by the paramedic. The patient was transported to the hospital; however, there was no documentation of the medical intervention that was provided or if the patient was admitted. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2020. The patient was on the couch watching television when she became incoherent. Her children got the patient¿s spouse who noted she was diaphoretic and while he was getting the dextral, the patient collapsed. Emergency medical services (ems) was called and it was reported the cgm value was 4.8 mmol/l; however, the patient¿s bg was 1.6 mg/dl. It was unknown if the bg was taken prior to calling ems or taken by the paramedic. The patient was transported and admitted to the hospital. She was treated with a glucose infusion and discharged after two nights. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.